Event description:
It was reported that the device was in back-up mode. Two download attempts were unsuccessful. The programmer gave a message that it was not possible to interrogate or connect with the programmer. No pulses were generated from the pulse generator.